Manufacturer narrative:
Results from the batch record review indicated the prod met release criteria. Retention samples were tested and met specifications. There are no similar reports in the lot. Investigation of the returned complaint sample revealed the luer lok adaptor was not fixed onto the barrel of the syringe. The device was re-assembled. The directions for use were followed and the device performed as expected. No component defects were observed.

Event description:
A nurse reported the cannula detached from the syringe during use. There was no pt impact associated with this report.